Manufacturer narrative:
(B)(4). Concomitant medical products: 15-105054 ¿ m2a shell ¿ 282090; x180312 ¿ bi-metric femoral stem ¿ 947600. Reported event was confirmed by review of operative notes. Operative notes from the revision surgery identified patient was revised due to metal-on-metal bearing failure. It was identified that the acetabular component is in an unacceptable position. Posterior capsule identified significant green metal staining as well as an effusion resulting in leg length discrepancy. Significant metal corrosion was evident on the trunnion. There was a perforation of the lateral cortex distal to the vastus ridge. Anterior pseudotumor lining and debris removed. Significant periprosthetic osteolysis and cavitary segmental bone loss was also observed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 13 years post implantation. During the procedure, corrosion and metallosis were found at the femoral neck. The shell and stem were found to be well fixed, and the head component was removed and replaced with a shorter device for equal limb length. Attempts have been made and additional information on the reported event is unavailable at this time.